Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed seventeen other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was placed in this patient for the first time, the connector and the catheter were not engaged firmly and separated very easily. It was reported this occurred with five devices. This report addresses the second device.